Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted due to mitral stenosis after an implant duration of approximately severn (7) years. The subject device was replaced with another edwards pericardial bioprosthesis. No further patient information was provided.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has not yet been returned to edwards for evaluation; therefore, the specific mechanism causing the alleged stenosis cannot be identified, confirmed or evaluated. Stenosis of bioprosthetic valve can be due to both patient factors and intrinsic properties of the valve itself. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. Additional information (patient medical history, device evaluation) will be reported if provided to edwards.